Event description:
The ins had been off due to the patient needing several tests (unspecified). After turning the therapy back on, the patient experienced a sharp pain when lifting her shoulder; the ins was implanted in the right shoulder. She also developed a movement disorder after the ins was implanted. She also experienced shocking/jolting at the ins site that started while she was taking a shower. Further information is being requested at this time.

Manufacturer narrative:
(B) (4). "Movement disorder".